Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection of a loaner set at field stocking location (fsl), it was observed that the depth gauge was broken. There was no known patient or hospital involvement. This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot number: 6900420) was received at us cq. Visual inspection of the complaint device showed the needle component had broken off and the protection sleeve component was missing. The protection sleeve component was possible misplaced during cleaning/sterilization. This complaint is confirmed as the needle component had broken off and the protection sleeve component was missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part #: 319.004. Synthes lot number: 6900420. Manufacturing site: synthes jennersville. Release to warehouse date: 21-mar-2012. No ncrs were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.